Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg between 36 and 48 hours, the site was infected. The patient visited the hospital, where was prescribed a therapy of two creams (names unspecified). The pod has been discarded.